Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, device's logs and provided photos. There was no patient involvement. Based on technician statement,after opening the device, on several printed circuit boards (pcbs) have been found with oxidation marks on them. The parts have been replaced. The issue remains. The customer decided to not repair the unit. No more information has been provided. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction and this is a reason that the issue was decided to be reported. It has remained unknown under which circumstances the liquid entered the unit. Based on the above information, it has been concluded that the root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).